Manufacturer narrative:
During the revision procedure, this lead was successfully repositioned. At this time, the lead remains implanted and in service without further complications. If new information is received, the event will be reopened and updated.

Event description:
Boston scientific crm received information that during a pre-discharge evaluation, a rise in thresholds were exhibited with this right ventricular lead. As a micro-dislodgement was suspected, surgical intervention ensued. No adverse patient effects reported.